Event description:
It was reported that the atrial lead was exhibiting over-sensing of noise. The atrial lead was explanted, and new lead was implanted, the patient's condition is unknown.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found four external insulation abrasions breaching the outer insulation distal to the suture sleeve tie marks consistent with friction to another implanted device or feature of the patient anatomy. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zones.